Event description:
It was reported that during use in an arthroscopy, the t2 of the fast-fix could not be deployed after the t1 was placed. T1 was completely removed from the patient. The procedure was completed with non-significant surgical delay and was finished with a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H2: additional information ¿b5¿.

Event description:
It was reported that during use in an arthroscopy, the t2 of the fast-fix could not be deployed after the t1 was placed. T1 was completely removed from the patient with tweezers. The procedure was completed with non-significant surgical delay and was finished with a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned outside of original packaging. The anchors and suture were not returned with the device. The actuator tip and actuator are jammed at the distal tip. The needle has been bent. A functional evaluation revealed the device could not be functioned as intended due to actuator and actuator tip being jammed at the distal tip. It was determined the device contributed to the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review of the part found similar events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use, fast fix 360 was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.